Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 10/22/2024. The device was returned to olympus for inspection, and the reportable event of lines on screen and lost image when scope was wiggled was confirmed. Based on the results of the investigation, it was surmised that the cause was poor contact caused by faulty lock lever of the video connector. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center exhibited lines on the screen due to video connector socket failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.